Event description:
It was reported that a patient discovered a leak in a minicap transfer set after the cap was placed on the set. The patient was not connected at the time of the event. It was discovered that while disconnecting, the patient put the minicap back on and did not close the transfer set first. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This is a report of a use error, where during disconnection, the patient did not close the transfer set before placing the minicap back on the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.